Manufacturer narrative:
Updated information can be found in the following fields: g3, g6, h2 and h10. A review of the instrument log for the permanent cautery hook instrument (lot # n11200713 / sequence 0116) associated with this event has been performed. The logs indicated that the instrument was used thrice. First on 10-may-2021, 2nd on 24-may-2021 matching the event date of this report and a subsequent usage on 28-may-2021 all on system sk3599. The instrument has 7 remaining usable lives. A review of the site's complaint history shows additional complaint related to this product. On 24-jan-2022, the user reported under patient identifier 427238 that the permanent cautery hook instrument (lot # n11200713 / sequence 0116) sparked during intraoperative use for a procedure on 01-nov-2021. An MDR was submitted under MFR report number 2955842-2022-10261. Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. According to the investigation, the reported event was not confirmed through failure analysis investigation. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The energy delivery functionality was verified and passed specification. No unintended energy or inadvertent arcing occurred. No instrument damage was identified. Review of the system logs identified no related error. The instrument operated as expected. Based on the site history review, the customer experienced an alleged instrument malfunction. Despite having knowledge of the instrument issue, the information suggests that the customer continued to reuse the instrument for subsequent procedures and this is considered intentional misuse of the product. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The permanent cautery hook (pch) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The instructions for use provides a warning: always inspect the instrument and instrument tip for abnormalities before use. Do not use the instrument if any abnormalities are observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook (pch) instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not reveal any other complaints involving the pch instrument and/or this event. A review of the instrument log for the pch instrument (470183-14/n11200713 0116) was performed. The instrument was last used on (B)(6) 2021 on system sk3599. The instrument was not confirmed to be used on the provided event date of (B)(6) 2021. The instrument had 9 uses remaining. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument arced with no evidence or claim of mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the "monopolar hook" exhibited arcing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the permanent cautery hook instrument was used for three hours before the issue occurred. The customer was using the forcetriad generator. The customer was using the large needle holding forceps and maryland double stage forceps during the procedure. No information was provided pertaining to the patient medical history, pre-existing medical conditions, or tests/laboratory data specific to the incident. The customer confirmed the instrument will be returned for failure analysis.